Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that there was an immediate pump stop. Eventually pump became ¿functional¿ but not with high reliability. The pump was explanted and replaced. During the explant there was vascular damage discovered at left femoral artery (lfa) closure site. Ten units of packed red blood cells (prbc ) were given. Additional information was provided that noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of the investigation, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿

Manufacturer narrative:
The investigation for the reported pump stop and vascular damage issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned pump was visually inspected and horizontal crease was observed on the cannula. Under borescope inspection, a tangled fractured red lumen was observed in the cannula near the cannula crease. The device passed all post-sterile inspection checks. The cause of the issue was a red lumen removal issue. A crease in the cannula was observed that likely contributed to the red lumen fracture. The root cause of the vascular damage could not be determined as insufficient clinical details were provided. This report is being filed as part of a retrospective review of historical records.